Event description:
A nurse reported a system message displayed during a procedure. The system was switched out to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the system message reported. The company rep replaced the common signal cable. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).